Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per the physician, there was no blood clot formation.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.

Event description:
During an atrial fibrillation procedure, a blood clot was noted. When the catheter was inserted into the patient and connected to the cable, the resistance value fluctuated between 130 and 180 ohms, the upper limit resistance value was reached, and rf delivery could not be started. Even with the catheter placed where the contact force gram value was 0 grams and there was no potential, the resistance value fluctuated. The catheter was flushed and a blood clot was confirmed. The tactisys and the generator were power cycled with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.